Event description:
Impact eagle ii portable critical care ventilator system was functioning normally while supporting a pt in the hospital emergency room when it gave an intake blockage alarm. The pt was manually ventilated until another automated ventilator was prepared for use. The end user reported there was no serious injury to the pt as a result of the incident. Though it was reported that serious injury to the pt did not occur, it was reported that the pt was ventilated using manual back-up equipment while the incident was resolved. We have submitted this as a serious injury event because back-up ventilation equipment was necessary to preclude permanent impairment or damage due to the device incident.

Manufacturer narrative:
Device was tested upon receipt at impact and the reported problem was not duplicated. It was also reported that the power switch was difficult to operate without the use of a tool (which did not appear to be related to the failure of the device while being used on a pt). Periodic maintenance, calibration and functional testing was performed along with repair of the power switch. The unit was returned to the end user after it tested within specification. This clinical site has presented in the past with training issues which may have contributed to the device event. Additional training will be provided along with additional phone support.